Event description:
A peritoneal dialysis patient called technical support with an m65 scale reading error while in drain 0; the drained 57 mls but expected 2500. The patient was advised to re set-up with new supplies. According to the technical report, he performed "dte" and drained 2600 mls and was empty. He entered "dte" of 50 mls and by passed from drain 0 to fill 1. The patient was able to proceed with treatment successfully. According to the peritoneal dialysis nurse, the treatment sheet was not filled in, but the patient fill was 2500 mls, and when the alarm occurred he went to a manual drain and drained 4600 mls. The patient had experienced shortness of breath but was fine following the manual drain; no medical intervention was required. Sample available. Treatment cycle: fill 1: 2500 mls, drain 1: 4600 mls. This event meets the criteria for a reportable over fill malfunction; the drain volume is greater than 180% of prescribed fill volume (4600/2500=184%).

Manufacturer narrative:
A review was performed by the post market clinical department of the treatment data provided by the patient. A large intra-peritoneal volume drained at drain 1 with an undetermined cause. There was no adverse event associated with ths reported large drain volume. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. The record review confirmed the labeling, material, and process controls were within specifications. There were no reported device malfunctions.